Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 1 states, "nonunion or delayed union which may lead to breakage of the implant." Number 2 states, "bending or fracture of the implant." Return expected, not yet received.

Event description:
It was reported that patient underwent a tibial open reduction internal fixation procedure on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to fracture of the tibial fixation plate. Radiographs performed on an unknown date reveal the plate fracture occurred at the same point as the patient's bone fracture.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause for the event could not be determined.